Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve (implant duration three days) died for an unknown reason. It was reported that the post-operative transthoracic echocardiogram (tte) performed on the documented date of death demonstrated normal bioprosthesis function. The struts of the mitral valve replacement was noted to extend into the left ventricular outflow track (lvot) of 1.5m/s. The findings were noted to be consistent with mild mitral stenosis and no significant regurgitation. Prior history documented severe mitral regurgitation, status post mitral replacement, sjogren's syndrome, hypothyroidism, right lung mass and atrial fibrillation. Patient was (B)(6), with a body surface area of (B)(6). Further notes documented that the tte was a very difficult study. Echo overread was requested by the surgeon and noted that the mitral bioprosthesis appeared normal with normal function. The orientation of the valve was typical with apparent angulation toward the interventricular septum. Owing to the small lv size, the anterior strut(s) is (are) in close proximity to the interventricular septum. Rotational orientation of the bioprosthesis could not be determined. It was not clear whether the combination of bioprosthesis struts and small lv cavity could under some hemodynamic conditions affect lv outflow, and high-frequency systolic fluttering of the aortic valve suggested the presence of subvalvular flow turbulence. Lv outflow gradients were low. Despite normal lv ejection fraction (ef), a low-flow state could not be excluded. The clinical significance of an apparent fluid collection adjacent to the left atrium (la) was unclear. Additional information was received that after the surgeon reviewed the echo over read, it was concluded that the likely cause of death was related to the post-operative care the patient received. It was reported there were issues with drug levels as well as volumes weren't being kept up, and the patient's family made the decision to cease care prior to the surgeon being able to make a visit in the hospital. The valve was not explanted.

Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve (implant duration three days) died for an unknown reason. It was reported that the post-operative transthoracic echocardiogram performed on the documented date of death demonstrated normal bioprosthesis function. The struts of the mitral valve replacement was noted to extend into the left ventricular outflow track (lvot) of 1.5m/s. The findings were noted to be consistent with mild mitral stenosis and no significant regurgitation. Prior history documented severe mitral regurgitation, status post mitral replacement, sjogren's syndrome, hypothyroidism, right lung mass and atrial fibrillation. Patient was (B)(6), with a body surface area of 1.58m2. Further notes documented that the transesophageal echocardiogram was a very difficult study. Echocardiogram over read was requested by the surgeon and noted that the mitral bioprosthesis appeared normal with normal function. The orientation of the valve was typical with apparent angulation toward the interventricular septum. Owing to the small left ventricle (lv) size, the anterior strut(s) is (are) in close proximity to the interventricular septum. Rotational orientation of the bioprosthesis could not be determined. It was not clear whether the combination of bioprosthesis struts and small lv cavity could under some hemodynamic conditions affect lv outflow, and high-frequency systolic fluttering of the aortic valve suggested the presence of subvalvular flow turbulence. Lv outflow gradients were low. Despite normal lv ejection fraction, a low-flow state could not be excluded. The clinical significance of an apparent fluid collection adjacent to the left atrium was unclear.

Manufacturer narrative:
This supplemental report is being filed due to receipt of additional information. The event description has been updated to reflect this new information. In addition, coding has been updated based on this new information. Product analysis: the valve was not returned to medtronic for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, and based on the information provided from the field, there is no evidence of a device malfunction that caused or contributed to the patient's death. The surgeon indicated that the patient likely died due to post-operative care the patient received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned to medtronic for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).